Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implants not seen./total of 2 pieces removed/again additional material removed for a total of 3 pieces removed.') In an adult female patient who had essure (batch no. A96188) inserted for female sterilization. The patient's medical history included pregnancy test urine negative, pelvic pain female, gravida ii, parity 2, menses irregular, endometrial polyp and uterine dilation and curettage. Previously administered products included for an unreported indication: toradol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy laparoscopic and removal of essure implant. D&c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: right: 3 coils left 5coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right: occluded, left: occluded. Bilateral fallopian tubes occluded. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Lot number: a96188. Manufacturing date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure implants not seen./total of 2 pieces removed/again additional material removed for a total of 3 pieces removed.') In an adult female patient who had essure (batch no. A96188) inserted for female sterilisation. The patient's medical history included pregnancy test urine negative, pelvic pain female, gravida ii, parity 2, menses irregular, endometrial polyp and uterine dilation and curettage. Previously administered products included for an unreported indication: toradol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy laparoscopic and removal of essure implant. D&c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: right: 3 coils left 5coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: right: occluded, left: occluded. Bilateral fallopian tubes occluded.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on 12-apr-2021: medical record received: case category upgraded to serious incident. Previously reported event 'injury' was updated by 'essure implants not seen./total of 2 pieces removed/again additional material removed for a total of 3 pieces removed.' Lot number, medical history, lab data, removal date, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.